Event description:
It was reported by a patient¿s mother that the patient was having an increase in drop seizures. A battery life calculation with the manufacturer¿s in-house programming history estimated the device was not near end-of-service. Additional relevant information has not been received to-date.

Event description:
Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.